Event description:
It was reported the customer had fluctuating blood glucose. The customer also reported having the flu, causing the fluctuation in their blood glucose. Customer also reported a reservoir leak, preventing them from receiving their basal. The customer also reported the paramedics were called in a past high blood glucose event. Customer's blood glucose was between 426 mg/dl and 500 mg/dl when the paramedics were called. Customer stated they were experiencing nausea, vomitting, and diarrea from their blood glucose. The customer was treated with an IV of fluids and insulin for their high blood glucose. The customer declined to troubleshoot for the insulin pump at the time of the call. Customer will be sent replacement infusion sets. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6)